Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, when the user turned on the subject device, sandstorm appeared on the monitor and after a few seconds, a color bar appeared on the monitor. The user reported that this phenomenon occurred when using the sdi cable that came with the subject device. This phenomenon occurred when sdi output was performed with the attached cable. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. Approximately 14 years have passed since the device was manufactured. The reported phenomenon occurred temporarily since the circuit board of the subject device deteriorated due to a long period of use. There was something failure with the sdi cable, etc.